Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of the event. Ccc reviewed the filter data and discovered that there was a sample mix issue at the time the abnormal assay flags were obtained. The cause the operator reporting results flagged with "abnormal assay" is failure to follow instructions. As per the dimension vista system operator's guide, when an "abnormal assay" flag is obtained: "the result cannot be reported. Rerun the sample." A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the result monitor and found that ca test was failing the kinetic check and glu test was failing the monitor b. The cse ran service method testing and performed bottom of cuvette correction on reagent probe 2. The cse replaced sample probe 1 mixer. The cse ran a quick check, which passed. The cse ran qc, which were within range. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed glucose (glu), calcium (ca), albumin (alb) , carbon dioxide (co2) and blood urea nitrogen (bun) results were obtained on five patient samples on dimension vista 500 instrument. The discordant results obtained on sample ID (B)(6) were not reported to the physician(s). Multiple glu results ((B)(6)) were flagged with "abnormal assay" errors. Multiple ca results ((B)(6)) were flagged with "below assay range" errors. Results with abnormal assay flag obtained for patient ID (B)(6) were erroneously reported out and questioned. All four samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed patient results on multiple analytes.

Manufacturer narrative:
The initial MDR 1226181-2016-00406 was filed on august 15, 2016. Additional information (07/27/2016): a siemens customer service engineer (cse) revisited the customer site. The cse ran service methods and performed bottom of cuvette correction on reagent probe 2. The cse ran a quick check on the instrument, which passed. The quality controls were within acceptable range. A siemens headquarter support center (hsc) reviewed the instrument data which indicated a sample mix issue. The cause of discordant, falsely depressed patient results on multiple analytes is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.